Manufacturer narrative:
Investigation summary: the event unit was not returned for eval. In the absence of the subject device, it is difficult to determine the root cause of the incident. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimen from a small incision. This document represents our initial / final report.

Event description:
Lap chole - "the bag ruptured while extracting the specimen from the abdomen".